Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Terumo 0.035 guide wire; arrow 7 fr sheath. Excessive force. The device was not returned. The inability to cross a lesion can be affected by numerous factors including, but is not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. In this case, the difficulty crossing appears to be related to the lesion site, which was described as moderately tortuous and heavily calcified. Based on the reported information, it is likely that during the failed attempt to cross the lesion, the stent likely became flared or damaged. Additionally, as the unit was being retracted with force, the stent interacted with the non-abbott sheath causing the stent to deploy into the common iliac. The product instructions for use states: should unusual resistance be felt at any time during lesion access or stent delivery (sds) system removal, the introducer sheath and sds should be removed as a single unit. If possible, retain the guide wire position for subsequent vessel access. Applying excessive force to the sds can potentially result in loss or damage to the stent and sds components. In this case, the excessive force used while attempting to withdrawal the system appears to have caused the reported dislodgment. As a result of the dislodgment, using a retrograde ipsilateral approach, the undeployed stent was embedded into the vessel wall using another omnilink elite 9 x 59 stent. The reported failure to cross and subsequent stent dislodgment appears to be related to case circumstances/user related. There is no indication to suggest a product quality deficiency. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a procedure in the moderately tortuous, heavily calcified common iliac artery, using a crossover technique, the omnilink elite 9 x 39 mm stent delivery system (sds) was advanced with force through, but the sds could not cross the lesion. As the sds was being retracted, force was used and the stent slipped off of the balloon into the common iliac artery before the device could be pulled into the non-abbott 7 fr sheath. After the sds was removed from the anatomy, using a retrograde ipsilateral approach, the undeployed stent was parked into the vessel wall with another omnilink elite 9 x 59 stent. There was no adverse patient sequela. Though requested, no additional information was provided.